Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implant due to the patients concerns with the product". Healthcare professional later also reported a left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implant due to the patients concerns with the product". Healthcare professional later also reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on anterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: white calcification on the surface of the shell 30%. Crease fold observed. No further actions are required as the device was implanted.